Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the customer stated she was getting an insulin flow block alarm. The customer stated she removed the cartridge. The customer stated that she keeps receiving an insulin flow blocked alarm. She changed out her tubing and reservoir, but she was still receiving insulin flow blocked alarm. The customer stated that her blood sugar was around 565mg/dl. They were unable to complete trouble shooting previously due to her not being home and having access to infusion sets. Customer states the insulin exited during 5.0 u fixed prime. The customer declined to troubleshoot for high blood glucose. Her site cannula was bent. The insulin pump will not be returned for analysis.